Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Device 2 of 2. Reference MFR report#1627487-2019-03053. It was reported that the drg leads migrated. As a result, surgical intervention was undertaken wherein the leads were explanted and replaced. Therapy was restored post-procedure.

Event description:
Device 2 of 2; reference MFR report#1627487-2019-03053.